Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable high results for an estimated 10 patient samples when tested for ise indirect na for gen.2. The customer had changed the electrodes, calibrated, and ran qc on the day prior to the event. On the day of the event, after calibration and qc were acceptable and patient samples were tested, the customer started getting calls from doctors asking about high sodium results. The customer repeated qc and the sodium results were high, so they recalibrated but it failed. The customer repeated patient samples on another cobas analyzer. They called and sent out corrected reports on any results that did not match. The customer could only provide one example. The first sodium result was 153 mmol/l and the repeat result was 138 mmol/l. The customer stated none of the patients were treated based on the erroneous results as the doctors were questioning the results. The electrode lot number and expiration date were requested but were not provided. The samples in questionable were processed by the modular preanalytic analyzer (mpa). The customer calibrated five more times and changed the electrode in the process of troubleshooting but the calibration still failed. She then primed, changed all reagents, and repeated the calibration which passed but qc results were questionable. The field service representative found the rinse arm assembly was damaged and missing the clip holding the detergent nozzle. He replaced the clip and adjusted the tubing of rinse mechanism. He performed mechanical, electrical, and fluidic checks of the instrument without errors. The customer was able to run calibration, qc, and patient samples. The instrument was performing to specifications.